Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 october 2024, senseonics was made aware of an incident where user couldn't get placement guide to show good signal and only gets low to no signal.the sensor was inserted on (B)(6) 2024.a return material authorization (RMA) was issued for the return of the device for further investigation.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4.date of this report 27 december 2024. G3.date received by the manufacturer? 27 december 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.